Event description:
It was reported that after insertion of intra-aortic balloon (iab), the patient's arterial pressure could not be obtained. The console was replaced, but the issue continued. The arterial pressure was then obtained using another source. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. Three kinks were found on the catheter tubing and inner lumen approximately 34.8cm, 54.4cm and 72.9cm from the iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the y-fitting. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that after insertion of intra-aortic balloon (iab), the patient's arterial pressure could not be obtained. The console was replaced, but the issue continued. The arterial pressure was then obtained using another source. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after insertion of intra-aortic balloon (iab), the patient's arterial pressure could not be obtained. The console was replaced, but the issue continued. The arterial pressure was then obtained using another source. There was no patient harm or adverse event reported.